Event description:
It was reported that during a coronary stent procedure of a pre dilated lesion, the physician attempted several times without success to cross the lesion. While attempting to remove the entire system, the stent became dislodged and remains in the patient. Patient status is listed as "okay".